Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced change sensor alarm and bent sensor cannula. The customer's blood glucose value was 190-191 mg/dl. The customer stated that she received cal errors when she calibrated the sensor. The product was returned for analysis.

Manufacturer narrative:
Findings: inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a insulin paradigm pump, connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Cannot perform bts test as the sensor is beyond its expiration. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.